Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no faulty sample is available. We did not receive the defective sample, but we received sterile sample from the same batch. According to the complaint form, during dressing change, the catheter was found to be leaking at the fixation wing. The catheter was in use for about 19 hours. We have tested the sterile catheter with a compressed air device for leakage testing. The parameter settings correspond to those used during the manufacturing process and no leakage was found. From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a leakage or, at worst, in a catheter fracture. We didn't get informed whether the customer used alcohol-based or water-based chlorhexidine. There is a statement in the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. Review of complaints showed there are six complaints for batch 8023305 and four regarding a leaking catheter at the junction on code 4g070020373 within the last three years. No further corrective action initiated by quality management as due to the missing sample, no root cause analysis can be made. Corrective action: due to the missing sample, the cause of this issue could not be determined. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
During routine PICC line dressing change, line found to be leaking IV fluids. Leak occurred at the area on the catheter where the line connects to the hub. Line discontinued immediately. The line had been placed on ''(B)(6) 2021''.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
During routine PICC line dressing change, line found to be leaking IV fluids. Leak occurred at the area on the catheter where the line connects to the hub. Line discontinued immediately. The line had been placed on (B)(6) 2020.